Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.

Event description:
It was reported that the patient received inappropriate shocks. A chest x-ray confirmed that the lead was dislodged. The lead was removed and replaced.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.